Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt unable to complete incoming testing. The cause for the failure was isolated to the distribution node (dn) to the rear therapy electrode wires were severed. All wires were cut. The root cause for the cut wires could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.